Manufacturer narrative:
An event regarding loosening involving an unknown implant stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection the reported device was not returned however photographs were provided for review. The photographs presented newly explanted devices with cement and biological matter on them but nothing remarkable to report. Dimensional, functional and material analysis could not be performed as the device was not returned.. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, primary and revision operative reports, clinical and past medical history and additional serial dated x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left knee was revised due to aseptic loosening of the femoral and tibial implants. The patient's knee was revised to a gmrs knee. Revising surgeon reported the index surgeon did not use enough cement on the original implants. Rep confirmed that there are no allegations against the revised liner. Rep also provided explant pictures and revision usage, and confirmed that no further information will be released by the hospital or surgeon.